Event description:
It was reported that the 9800 system intermittently was unable to store images. No patient injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the hard drive and reloaded flash. The system was tested and found to be working as intended and placed back into service.